Manufacturer narrative:
Approximate age of device - 2 days. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During the implant procedure it was reported that the left ventricle would collapse when the pump speed was set at 8000rpm and low flow hazard alarms occurred. An echocardiogram confirmed the collapse of the left ventricle and right ventricular failure was ruled out. The patient received over 5 liters of blood and no improvement was seen. The patient left the or with the pump fixed speed at 7600rpm for the following 24 hours. The surgeon reportedly was aware of the potential problem with a low set speed and low flow through the pump. On (B)(6) 2015, the patient¿s event history indicated low flow hazard alarms for a few hours with the pump fixed speed at 8000rpm. The patient was extubated a couple of days later and no neurological dysfunction was seen. On (B)(6) 2015, the pump power had increased; however, an echocardiogram indicated that the left ventricle was unloading well. On (B)(6) 2015, the patient was reported to be unconscious. A CT scan showed that the patient had multiple ischemic strokes. The following day the patient expired due to multi-organ failure after severe bowel ischemia.

Manufacturer narrative:
The pump was returned assembled with the driveline intact. The returned pump was disassembled and visual examination revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.